Manufacturer narrative:
Manufacturers investigation of the returned device and manufacturing records found no failures or nonconformance's and no trends were identified. No root cause could be established, the relationship between the coopervision device and the incident is unconfirmed. As the patient is using a different device/model for each right and left eye, please refer to linked manufacture report (B)(6) 9614392-2024-00053 for associated incident report.

Event description:
Lens sample was returned for manufacturer analysis. A total of twelve lenses (12) sealed and in unused condition were returned to the manufacturer for device analysis. As sample size of two (2) lenses were used for device analysis. The lenses were evaluated for surface quality and corrective prescription power as well as physical properties of base curve, diameter and center thickness. Solution from the sealed lens was evaluated for ph and osmolarity. All measurements were found to be within all manufacturing specification. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. The used device, alleged to be involved in the event, was not returned for manufacture analysis. The relationship between the coopervision device and the incident is unconfirmed. As the patient is using a different device/model for each right and left eye, please refer to linked manufacture report (B)(6). 9614392-2024-00053 for associated incident report.